Event description:
It was reported that the patient experienced difficulty sleeping due to palpitations, difficulty breathing and extreme fatigue. Follow up received indicated that the patient and device were evaluated and that device reprogramming was done in addition to discontinuing medication. The patient's symptoms were reported to have improved following the device reprogramming. The device remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.